Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to memory corruption. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.

Event description:
New information received noted that the patient's implantable cardioverter-defibrillator (ICD) was explanted and replaced. The patient was asymptomatic before, during and after the procedure.

Event description:
It was reported that the patient presented for a follow up in clinic. The patient's implantable cardiac defibrillator (ICD) was found in backup vvi mode. Device restoration was not successful. There were no interventions. The patient was stable before, during and after the device check.